Event description:
Note: the date of event is unknown. An injection gold probe bipolar catheter was intended to be used during an esophagogastroduodenoscopy (egd) procedure in an adult pt (age, gender and weight unknown). According to the complainant, during preparation it was observed that the "distal tip was broken off the device." This device was not used; the procedure was successfully completed with a second injection gold probe bipolar catheter.

Manufacturer narrative:
The suspect device has been returned, but the device eval is not complete; therefore, a failure analysis is not available, and the cause of the reported tip detachment is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The 2008 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.